Event description:
Pt was to go to CT scanning. When infusion pump was unplugged it alarmed "low battery" then "pump failure". Plugged unit back in - channel a but channel b and c said "out of order". Channel c had neosynephrine running at time of failure. Neosynephrine tubing was removed from pump and titrated to run freely while looking for new pump.